Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the MRI (magnetic resonance imaging) machine was offline and not showing patients. A technical support specialist (tss) performed troubleshooting steps which included dialing into the MRI device. The last server communication had occurred on (B)(6) 2025, at 3:33:22 am and the device uptime was showing as 30 days, 1 hour, 52 minutes, and 8 seconds. The tss made multiple attempts to reach the customer for further assistance but there was no response received from the user end and tss proceeded with the case closure.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the machine was offline and not showing patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.